Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported issues with the insulin pump. Customer states that they are experiencing low blood glucose readings. The blood glucose reading was 34 mg/dl at one point. Furthermore, the blood glucose reading was 600 mg/dl at one point. Nothing further reported.